Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, which is within a safe range. Customer was instructed by technical support to inspect the o-ring at the bottom of the pump cartridge, which was found to be out of place or damaged. Technical support assisted the customer in filling a new cartridge, but the process was impeded as the customer was running low on insulin, leading to an escalation call to customer support assistance.